Event description:
It was reported that during preparation for an unspecified procedure the zero tip nitinol basket could not be closed enough to introduce the device into the patient. The procedure was completed with another of the same device without injury to the patient.